Event description:
It was reported via user-facilities report, pt previously had surgery in 2007 and has had functional impairment since then. Dr. Noted pt reports pain interferes with sleep. (2007 insertion of hardware consisting of intramedullary hip screw).

Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available, it will be reported on a supplemental report.